Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part: 03.037.016, lot: 9561963: manufacturing site: (B)(4), release to warehouse date: 04. Sep. 2015: the device history record shows this lot of 36 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The manufacturing documents were reviewed and no complaint related issues were found. A product investigation was conducted. The buttress/compression nut (part: 03.037.016, lot: 9561963, mfg: 04-sep-2015) was received with the reported conditions of visual damaged unspecified and unable to assemble nrm. The returned buttress/compression nut (part: 03.037.016, lot: 9561963, mfg: 04-sep-2015) was inspected and the complaint condition was confirmed. The following investigations were performed: device interaction /functional: visual inspection using 5x magnification performed at customer quality observed that the buttress/compression nut has slightly nicked threads all over its length. No new malfunctions have been identified. Upon functional test performed with the returned guide sleeve and the returned compression/buttress nut, it was observed that compression/buttress nut gets stuck at the proximal threaded portions of the guide sleeve while being threaded. Received condition agree with the complaint description. Complaint condition was able to be replicated and the complaint was confirmed. Relevant drawings for the returned device (both current and from the time of manufacture): top-level assembly drawing for buttress/compression nut were reviewed. The dimensional analysis performed on the threaded diameter of the buttress/compression nut measured and falls within the specification and thread tolerance specification per relevant drawings. While no definitive root cause could be determined, it is likely that any unintended off-axis alignment during its use could have contributed to nicked surfaces of the device which in turn contributed to stuck complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of sets, the sales consultant noticed that a buttress/compression nut has thread damage and does not thread. In addition, the threads on a blade/screw guide sleeve are damaged and not lining up. No patient or procedure involvement. During manufacturer¿s investigation of the returned devices it was observed that compression/buttress nut gets stuck at the proximal threaded portions of the guide sleeve while being threaded. This condition was re-evaluated and determined to be reportable on (B)(6) 2018. This report is for one (1) buttress/compression nut. This is report 1 of 2 for complaint (B)(4).